Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that up and down arrow buttons of the insulin pump have to be pressed harder and insulin squirted out during priming. Customer's blood glucose level was unknown at the time of incident. Customer stated that reservoir port had crack, backlight was dimmer, had no delivery alerts and motor was slower during rewounding and priming. The insulin pump will not be returned for analysis.